Event description:
It was reported that following a supraventricular (svt) node ablation procedure, this patient received a single inappropriate shock in the primary sensing vector from this subcutaneous implantable defibrillator (s-ICD). Additionally, in 2021, an untreated episode and another inappropriate shock occurred in the alternate sensing vector due to svt with a rapid ventricular response and complex rhythm morphology. Boston scientific technical services (ts) was contacted and discussed that the recent shock was most likely related to over-sensed sense node b artifacts. Ts recommended performing thorough in-clinic testing with isometrics and diagnostic imaging. The patient was subsequently seen in-clinic where the artifacts were reproduced in both the primary and alternate sensing vectors. Diagnostic imaging was also performed which confirmed appropriate system placement and connection. The physician elected to program the s-ICD to the secondary vector and continue with monitoring. This information was also provided to ts who agreed with the current programming changes and decision to continue with monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that following a supraventricular (svt) node ablation procedure, this patient received a single inappropriate shock in the primary sensing vector from this subcutaneous implantable defibrillator (s-ICD). Additionally, in 2021, an untreated episode and another inappropriate shock occurred in the alternate sensing vector due to svt with a rapid ventricular response and complex rhythm morphology. Boston scientific technical services (ts) was contacted and discussed that the recent shock was most likely related to over-sensed sense node b artifacts. Ts recommended performing thorough in-clinic testing with isometrics and diagnostic imaging. The patient was subsequently seen in-clinic where the artifacts were reproduced in both the primary and alternate sensing vectors. Diagnostic imaging was also performed which confirmed appropriate system placement and connection. The physician elected to program the s-ICD to the secondary vector and continue with monitoring. This information was also provided to ts who agreed with the current programming changes and decision to continue with monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.